Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported exposed and frayed wires of the power supply with sparking. The patient electronic unit and power accessories were replaced and there were no adverse consequences reported by the patient.